Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to another meter (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2012. The patient reported obtaining a blood glucose reading of ¿5.7 mmol/l¿ with the subject meter and a result of ¿4.2 and 3.9 mmol/l¿ on her onetouch ultramini meter, the tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that a few minutes prior to obtaining the alleged inaccurate result she developed symptoms of "headache, sweating, shaking and legs heavy". The patient reported self-treating herself on the same day late morning or afternoon with orange juice and some peanut butter and reported feeling better afterwards. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. In addition, based on the information provided, the patient was following the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior to them obtaining the alleged inaccurate result, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The serial number of the subject device ((B)(4)) which was provided on the initial 3500a report was incorrect. The customer contacted lifescan and confirmed the device associated with this complaint has the serial number (B)(4).